Event description:
The event is reported as: complaint alleges about 10-12% of all optineb units develop a leak either at the threads of the jar or in the bottom of the jar which causes leakage of medications back down the oxygen supply tubing. Patient current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.